Manufacturer narrative:
Additional information provided: corrected data . The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: no data regarding product identity was received i.e. No lot or serial number were indicated for the event; therefore, the device history record (DHR) could not be reviewed. No sample was returned, therefore, the condition of the product could not be verified. A sample was not returned as the shunt has remained in the eye. Because a sample was not returned and no lot number or serial number were indicated for this complaint, the root cause cannot be determined. Additional information has been requested. (B)(4).

Event description:
A doctor reported following a glaucoma filtration device implant procedure, hypotony and choroidal detachment was observed. The device was also touched to the iris. The symptoms resolved without treatment. The device remains implanted.